Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00048 on february 29, 2016. Siemens filed the MDR 1219913-2016-00048 supplemental report 1 on march 31, 2016. On 03/312016: additional information: additional samples from the two patients were tested on the advia centgaur xp and an alternate method. Patient 1 sample results: advia centaur xp: 71.11 ug/l, alternate method: 80 ug/l, the above comparison data was acceptable to the customer. Patient 2 sample results: advia centaur xp: 67.73 and 61.65ug/l, alternate method: 80 ug/l. The above comparison data was unacceptable to the customer. The customer explains that only this patient differs when compared with an alternate method. The customer suspects an interfering factor in this patient sample or a different metabolism for this patient. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00048 on february 29, 2016. On 03/22/2016: additional information: one of the patient's age was provided: (B)(6). Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
On 04/19/2016: additional information:the lot number used was 108023. Expiration date 01/28/2017. Manufacture date: 01/28/2015.siemens healthcare diagnostics is investigating.

Manufacturer narrative:
The cause for the discordant advia centaur xp cyclosporine (csa) results is unknown. There was no sample material left for dilution experiments. A new sample from the patient is currently being tested with the alternate method. The results from this sample will be provided to siemens once it is available. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. The IFU states in the limitations section: "always use measurements of csa in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
Low advia centaur xp cyclosporine (csa) results were obtained on samples from two patients during a method comparison. The cyclosporine results were 50% lower than the alternate method. The alternate method results are considered to reflect a better clinical picture. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant cyclosporine (csa) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00048 on february 29, 2016. Siemens filed the MDR 1219913-2016-00048 supplemental report 1 on march 31, 2016. Siemens filed the MDR 1219913-2016-00048 supplemental report 2 on april 19, 2016. Siemens filed the MDR 1219913-2016-00048 supplemental report 3 on may 16, 2016. On 06/14/2016: additional information: siemens received two patient samples. The patient samples were tested on the advia centaur and dimension vista cyclosporine assays. The samples were run both neat and diluted. Cyclosporine results (ng/ml): sample 1 (purple top), advia centaur, dimension: neat, 64.08, 89.5; 1:2, 18.44, n/a; 1:4, 7.23, n/a. Sample 2 (lavender top): neat, 57.58, 89.5; 1:2, 6.09, n/a; 1:4, 0.0, n/a. The dilution results indicate there could be an interferent with the samples that impact the patient results. The cause for the discordant advia centaur xp cyclosporine (csa) results is unknown. Possible interferent that can not be determined based on the information and data provided. The instrument is performing within specifications. No further evaluation of the device is required.